Manufacturer narrative:
The user experienced severe hyperglycemia with elevated ketones requiring hospitalization while on ilet therapy. Severe hyperglycemia requiring inpatient insulin therapy and IV fluid administration is consistent with acute metabolic decompensation requiring medical management. Review of available information identified that the user experienced a dosing stopped condition beginning on (B)(6) 2026 due to an empty insulin cartridge. Device records showed that insulin delivery was interrupted because the cartridge was empty and the user did not respond to alerts indicating insulin replacement was required. The user subsequently developed hyperglycemia, elevated ketones, nausea, and dehydration requiring hospitalization. The user also reported a kidney injury attributed to dehydration associated with the hyperglycemic event. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts and no motor errors impacting insulin delivery. The ilet was delivering requested insulin and responding appropriately to cgm glucose values. Review of device history did not identify evidence of device malfunction. Based on available information, the event is attributed to interruption of insulin therapy following failure to address an empty insulin cartridge and dosing stopped alerts. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 400 mg/dl, resulting in hospitalization. The user was admitted on (B)(6) 2026, treated with insulin and IV fluids, and discharged on (B)(6) 2026. No long-term health effects were reported.